Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for power error detected and explained the internal power source is unable to charge. Disconnect and clear alarm. The pump software version was 2,6 offered replacement for pump. Advised to remove battery and monitor the notification light, the notification light did not stop flashing immediately. Advised customer to wait until the light stops flashing. Insert new battery and clear alarms. Update time and date. Ensure that customer is still disconnected. Complete the reservoir and tubing process. Advised to monitor pump. The insulin pump will be returned for analysis.